Event description:
Patient presented to the physician with wound dehiscence at the chest incision site. Physician placed the patient on IV antibiotics. Physician brought the patient into the or, placed the ipg deeper, and closed the incision. Physician prescribed antibiotics after the procedure was completed.

Event description:
Patient presented back to the physician with wound dehiscence and the sensing lead body was protruding from the chest incision. Physician brought the patient into the or, repositioned and re-sutured the sensing lead, re-secured the ipg in the pocket, flushed the pocket with antibiotic solutions, and closed.

Event description:
Patient presented back to the physician with continued wound dehiscence and drainage at the chest incision site. Physician brought the patient into the or and removed the entire inspire system.